Event description:
Device returned for analysis with report of "filled pump with 35 cc's - 2 days later contained only 20 cc's. Refilled twice and seemed to be missing 7 cc's both times. Initial fill did not have the proper concentration of drug when it was refilled 4 days later it should have had 18 cc's and only had 11 cc's." "Possible leak or overinfusion." Follow up with hcp revealed pt had pump implanted in 2002 and returned to office 4 days later because pt was not experiencing adequate pain relief. Pt's pump was refilled for first time. Pump had been filled with 20 ml at surgery so at this refill the residual should have been 18ml. Eleven (11) ml were found. Pt went home and became oversedated with one hour. Pt reported to the local emergency room. Pt was determined to be oversedated by e.r. Staff - was given narcan and responded. Pt was seen in the office the next day and it was determined the pump had overinfused and arrangements were made for replacement. Replacement in 2002. Pt has done well with the new pump.